Event description:
It was reported the patient presented remotely complaining of a zapping sensation. The suspected cause was dislodgement of the right ventricular lead. No changes or interventions were reported. The patient was in stable condition.